Event description:
During evaluation of a returned homechoice (hc) device, the hc machine failed rite (returned instrument test/evaluation) testing due to heater bag temp performance specification -fluid delivered out of specification. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). (B)(4) electrical testing was performed and passed. Software was used to diagnose the device's heating system. All bag sensors were correct and stable; however, further temperature verification testing could not be performed due to an unrelated condition found during service. The cause for the heater bag temp test failed performance specification was undetermined. The device was scrapped. Should additional relevant information become available, a follow-up report will be submitted.